Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that the md at corvallis manor. It was determined the fall that took place was human error. One of the straps of the sling became detached, causing the pt to fall. The lift and sling was taken off the floor pending inspection of equipment. It was determined the hoyer was in good working order. The sn or part number of the specific lift was unobtainable from the facility. They will not respond. It was a medline sling that was being used with a joerns lift. Complaint#: (B)(4) was entered into our system.